Manufacturer narrative:
Investigation summary ==> an empty opened foil, a winding former, a detached needle and a suture piece were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined and the insertion end was measured and did not meet the requirement. Per the sample condition, the assignable cause is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keeping the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the patient underwent laparoscopic myomectomy on (B)(6) 2018 and barbed suture was used. The needle was detached from the suture during continuous suturing on the myometrial layer. There were no adverse consequences to the patient.